Manufacturer narrative:
Product ID: 3550-39, lot# n343398, implanted: (B)(6) 2012, product type: accessory. Product ID: 3 7754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer. Patient product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The patient underwent surgical intervention on (B)(6) 2013. During the revision, the lead was moved down and the ins was moved from the left to right side. The patient requested the ins to be moved lower. Since the revision, she has experienced issues with recharging. She has only been able to get two coupling bars, before the revision she got all eight bars. The antenna locate feature was performed and it changed from 50 to 68 but only two coupling bars were present. The ins may be flipped and she was going to see her doctor on monday for x-rays. The ins flip was confirmed via a posteroanterior x-ray. The leads came off the left side and the patient was referred for an ins pocket revision. The patient underwent the ins pocket revision on (B)(6) 2013. She was receiving effective therapy.